Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. Troubleshoot was not able to be done, due to the customer not being responsive during the call. There seemed to be a bad connection during the call. The customer was not able to be reached during a call back.